Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The sensor's site is the right upper arm. It was confirmed that an incision was made to attempt to remove the sensor.sensor was barely palpable before the incision.transmitter and magnet wasn't used to localize the sensor. Ultrasound was used to localize the sensor.

Manufacturer narrative:
User reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The sensor's site is the right upper arm. It was confirmed that an incision was made to attempt to remove the sensor. Sensor was barely palpable before the incision. Transmitter wasn't used to localize the sensor. Ultrasound was used to localize the sensor. The sensor was successfully removed during second removal attempt. The user was doing well. Inability to remove the sensor is a known and anticipated potential adverse effect, which does not require additional investigation. B4.date of this report 15 august 2025. G3.date received by the manufacturer? 15 august 2025.